Event description:
The device stopped firing shortly after starting to use it. Another device was opened to complete procedure. Per response to hospital, the manufacturer provided a return goods authorization number and product return packaging.